Manufacturer narrative:
Device evaluation summary: visual inspection of the one returned complaint device showed evidence of damage/split. The reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a break in the soft-flow angled tip arterial cannula while on cardiopulmonary bypass. The separation occurred in the aortic cannula. The device was replaced to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that the hospital had closed their own investigation on this matter and determined there was no patient impact. The cannula was not heated or cooled before use. There was no suture at the location of the damage. The amount of blood loss was reported to be 100ml. A transfusion was not required due to the incident.